Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle tip sheared. The following information was provided by the initial reporter: we received a product complaint on (B)(6) 2024 from our nursery ¿IV catheter noted to be shearing at the tip when visually inspecting it prior to insertion. Bd insyte 24g x0.56in. Lot#: 4101326.¿ there was no patient harm and we should have the catheter (1 ea) to return for a sample.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. The reported issue of a damaged catheter was confirmed; however, the root cause could not be determined. Three 24g insyte autoguard devices were provided for investigation from lot number 4072326. A microscopic examination of the catheters revealed that the tips were acceptable according to the visual standard. A v-shaped breach was observed in one catheter tubing near the tip, which was consistent with needle puncture damage. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.